Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while assembling the attune instrument set after yesterday's surgery, they noticed one of the retention springs missing from the spacer block handle (dog bone)ref.#254401014. It was never recovered. It was not seen in the wound on post-op films. It possibly fell off when the instruments were being scrubbed in the instrument processing room.